Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge multiple times. Occlusion alarm was not resolved. Customer's blood glucose was 80-180 mg/dl. Customer declined tandem technical support's offer to perform a pump system check.